Event description:
It was reported when using the bd sedi-40, the device experienced a blocked probe. The following information was provided by the initial reporter. The customer stated: issues with the mixing system - the mixer is blocking.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site.

Event description:
It was reported when using the bd sedi-40, the device experienced a blocked probe. The following information was provided by the initial reporter. The customer stated: issues with the mixing system - the mixer is blocking.

Manufacturer narrative:
Additional information was received that changed the product code information of this complaint. D.4. Medical device type: na.

Manufacturer narrative:
The following fields were updated with additional information: d.9. Device available for eval? Yes. D.9 returned to manufacturer on: 24-aug-2022. H.6. Investigation summary: instrument sedi 40 15-42017 was returned to the manufacturer for service with respect to the reported defect ¿ instrument mixer blocking. The instrument was evaluated by visual examination and functional testing and it was found that the plate in the tube cover needed to be replaced. After repair the instrument passed all further quality checks. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd sedi-40, the device experienced a blocked probe. The following information was provided by the initial reporter. The customer stated: issues with the mixing system - the mixer is blocking.